Event description:
New information received notes that the infection was not procedure related. The lead was explanted. The patient's condition was stable before, during and after the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that infection was observed. The device was explanted. It was not known whether the lead was explanted with the device.